Event description:
Extremely premature infant placed on IV pump for hyperalimentation. Pumps were new to the unit and the nurse pushed 8cc/hr. When the display did not come up immediately she pushed again. At that point, the pump was programmed for 88cc/hr. The mistake was found after 1 hr.